Event description:
It was reported that the patient underwent additional defibrillation threshold testing post-implant as the shock impedance of the subcutaneous implantable cardioverter defibrillator (s-ICD) system was 100 ohms. A 65 joule shock was unsuccessful in converting the induced rhythm; however, a subsequent 80 joule shock was successful. Technical services then recommended attempting a 65 joule shock with reversed polarity, and this was also successful for the patient. The s-ICD remains in service and no additional adverse patient effects were reported.